Manufacturer narrative:
The field service engineer determined that a vacuum nozzle was dirty. A probe, the vacuum nozzle, dilution nozzle, and mixer bowl were cleaned. Ise checks were performed. The last calibration performed on (B)(6) 2020 was ok. Quality controls were both inside and outside of range on the day of the event. Sample centrifugation time was too short and the speed was too fast. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect k for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The reporter also stated they received voltage level errors on the analyzer at the same time. The sample initially resulted with a k value of 6.7 mmol/l, which repeated as 4.45 mmol/l. The k electrode lot number and expiration date were requested, but not provided.